Manufacturer narrative:
Product analysis: it was confirmed that the screw threads of the handle screw were deformed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a mis-tlif procedure. It was reported that fixing screws were hard and difficult to tighten. No patient injury / complication was reported.